Event description:
Was in the process of activating the instant cold pack for a pt to use on the way home from the office when the cold pack ruptured. The content of the pack splashed onto the right side of her face including her right eye. The opthalmologist washed/flushed out the right eye and provided eye medication. There was no pt injury as a result of this event.